Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: the returned mantis clip device was analyzed, and visual inspection showed that the device was returned without the clip assembly and exhibited evidence of full deployment, which was further confirmed during microscope inspection. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed as the device returned fully deployed. Based on all available information, the probable root cause assigned is no problem detected.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip was unable to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip was unable to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.